Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was having difficulty charging the ipg and had to flex forward in order to be able to charge which exacerbated the pre-existing pain in the back. The patient will undergo an ipg replacement and will possibly undergo lead replacement.

Event description:
A report was received that the patient was having difficulty charging the ipg and had to flex forward in order to be able to charge which exacerbated the pre-existing pain in the back. The patient will undergo an ipg replacement and will possibly undergo lead replacement.

Manufacturer narrative:
Additional information was received that the patient's charging difficulty was due to ipg located under a crease of fat. The patient underwent a revision procedure wherein the physician only sutured the ipg into the pocket better. Nothing was explanted. The patient was doing well postoperatively.